Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process with multiple cartridges. There was no impact to the customer's blood glucose level. It was indicated that the customer had alternate insulin therapy available.